Event description:
It was reported that during a knee arthroscopy the wire broke at the laser marking. A 2cm piece of wire remained in the patients joint requiring additional surgery on (B)(6) 2023. After the second surgery all broken-off pieces could be retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1249-1s was received for evaluation. Functional testing was not performed due to damage to the device. Visual inspection noted that the returned piece of the guide pin was bent. The returned piece was measured by drawing specification (B)(6) at revision (B)(4). Results: failed the device is shorter because of the break. The observed condition is likely due to prying/levering the device against hard bone or other instrumentation during use.